Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that a malfunctions alarm occurred. Customer's blood glucose level over 600 mg/dl. A manual injection was administered to address bg. Reportedly, the customer continued to use the pump for insulin therapy and had manual injections for alternate insulin therapy.